Event description:
The patient's nurse reported that a patient developed a headache with use of the fresenius dialyzer. The patient's physician changed the prescription of the dialyzer.

Manufacturer narrative:
Medical records and progress notes have been requested. A supplemental report will be submitted once they have been received and reviewed. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specs.